Event description:
Subsequent to the previously filed report, clarification was received: reportedly, a suture separation occurred when the plunger was removed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5: describe event or problem: updated h6: medical device problem code 1142 failure to cycle was removed and 1562 material separation was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular interventional procedure using a 7f sheath. Reportedly, when the suture did not deploy and the plunger was pulled, the suture was already separated. A new prostye device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.